Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead monitor had set to unipolar, and the impedance was around 290 to 300 ohms. It was also reported that lead impedance has been low since 2008, there is also oversensing and a decrease in sensitivity on the atrial lead. The lead remains in use. No patient complications were reported as a result of this event.